Event description:
It was reported that during surgery the hose was found to be damaged with a visible cut. There was no air leakage but the air supply was insufficient and the device stopped functioning. During investigation it was found that device was leaking air. There was no patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). D10- dermatome an handpiece catalog #88710100, lot#unk, serial# (B)(6). G2: event occurred in united arab emirates. Visual examination of the provided pictures identified that there was damage to the hose. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.